Event description:
It was reported that the stapler had one staple stopped and the driver mechanism pushed the staples incorrectly during an unknown procedure. Another device was used to complete the case. There was no consequence to the pt.